Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Addendum added (B)(6) 2013. Conclusion and justification status: following investigation by (B)(4), quality engineering and bioengineering, notification was received that: root cause: undeterminable, it is not possible to say why this revision occurred. The damage seen on the liner is rare but has been seen on other metal-on-metal parts. No comment is made on whether the liner was loose. Edge wear on the liner is visible with the naked eye and can be seen on the redux images. It is not possible to say if this occurred prior to or after the shell loosened. Head taper damage is a-typical of the amla plus 36mm mom pinnacle a series. No shell was returned for review. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
Examination of the returned devices by a depuy principle engineer cannot confirm the observation of cup migration. The acetabular cup was not returned. Patient x-rays were not made available for examination. However, it could be seen there was eccentric wear on both the femoral head and liner. There was evidence of wear related to the taper locking mechanism noted on the insert. Without patient x-rays, the acetabular cup, or any additional information, the investigation can draw no conclusions with the information provided. A review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Based on the inability to determine root cause, the need for corrective action has not been indicated. The complaint will be closed with outstanding analysis and the samples will be sent to depuy international with direction for further wear analysis. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to cup migration. The cup loosening were confirmed by x-ray. Cup not sold in us. During surgery, the surgeon found a lot of scar tissue at the joint. And the surgeon suspected the pseudotumor by mom. The surgeon ordered us that evaluate the devices for wear condition and detailed dimension.

Event description:
Updated information received (B)(4) 2012, included lot number.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.